Event description:
On or about (B)(6) 2024, plaintiff underwent placement of the angiodynamics smartport power injectable port, serial number (B)(6) lot number a0724047. The device was implanted by (B)(6) md, (B)(6) hospital in (B)(6), for the purpose of chemotherapy. On or about (B)(6) 2024, plaintiff presented herself to (B)(6) hospital (B)(6) where her port was subsequently removed due to deep venous thrombosis. Plaintiff did not discover the heightened risk of deep venous thrombosis related to smart port defects until (B)(6) 2024, when she saw an ad regarding the angiodynamics' defective products litigation and retained (B)(6).

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).